Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were referenced in the article. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. The listed lead is a representative of a product family of leads that are associated with a field action. Without the specific model number(s), it is not possible to assure the specific product correction number referenced in the article is listed in this report. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿semper fidelis-consumer protection for patients with implanted medical devices.¿ n engl j med 2008; 358(10):985¿7.

Event description:
A journal article was reviewed which contained information regarding implantable tachycardia leads and implantable cardioverter defibrillators (icds). The article is a ¿perspective¿ on consumer protection for patients with implanted medical devices. The author references leads and devices. The lead was reported to have ¿propensity to fracture.¿ there was also a mention of ¿lead failure,¿ with no specifics offered. The author also noted that there were devices that had premature battery depletion due to a design flaw. The status of the leads and devices is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.